Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific's technical services in early-(B)(6) 2018. The fcr reported that this patient's device history was significant for a prior pocket revision in (B)(6) 2018. The fcr commented that the device had delivered five shocks for apparent ventricular tachycardia (vt). The fcr asked if shock polarity switches automatically. The technical service's consultant informed the fcr that if a shock is delivered and fails to terminate the arrhythmia, the next shock is automatically reversed for shock polarity. The device will keep alternating until the arrhythmia is terminated. The device appears to be operating as expected and programmed. There were no allegations of device malfunction. Boston scientific received information that the fcr had not seen the patient prior to the revision procedure in (B)(4) 2018 and was unaware if any surgical intervention was performed thereafter. The available information suggests that this device remains in-service.

Manufacturer narrative:
To date, this device has not been returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or the device is returned.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2018. According to the local representative, this device was explanted as the patient was uncomfortable with the device placement. An implantable device and transvenous lead ssytem was implanted. There were no patient adverse effects reported.